Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to a leaflet prolapse. The reported worsening mr is likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that 3 days post-procedure, the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet, which required prolonged hospitalization due to increased mitral regurgitation. On (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Grasping was very difficult due to poor imaging; therefore, the procedure was discontinued with one clip implanted, and the mr was unchanged. On (B)(6) 2016, a second mitraclip procedure was performed in an attempt to reduce the mr. There was good visualization. One clip was implanted medial of a2/p2, and another clip (60531u241) was implanted lateral, reducing the mr to 2. On (B)(6) 2016, a follow up echocardiogram was performed which found that the second clip (60531u241) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 4. The patient is not a candidate for surgery, and no further treatment has been planned. The patient remains hospitalized due to the mr. No additional information was provided.